Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an issue with the universal surgical manipulator (usm)2. The customer explained that a sureform stapler instrument got stuck on the usm2. The procedure was completed as planned without further issues. The technical support engineer (tse) reviewed the system error logs and confirmed the occurrence of errors 2307 and 22028 on the usm2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they were able to remove the stapler instrument successfully using the manual release knob (mrk). The customer decided not to use the universal surgical manipulator (usm)2 and continued and completed the procedure with the remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was returned for the instrument getting stuck. The reported problem was neither confirmed nor replicated. The unit was tested on in house system in normal mode with no related errors. The unit was tested on a test system with no related errors. The root cause could not be determined.

Event description:
Refer to h11 for follow-up information.